Manufacturer narrative:
Patient city: (B)(6). Patient country: slovakia h1: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in slovakia. It was reported that patient was hospitalized on 30-jul-2024 due to vomiting disiness and later coma. Patient blood glucose at the time of event was 22.2 mmol/l. No further information was available.